Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 600 mg/dl. The customer refused to go to hospital to be treated for a diabetic ketoacidosis. The customer was able to rewind the insulin pump. The displacement test and manual prime were successful and motor alarm did not recur. The insulin pump would shut off by itself, no alarms, and when they pressed the act button it turned on. The customer was hospitalized on (B)(6) 2016 with a blood glucose level of over 700 mg/dl. The customer was puking, exhausted, thirsty, and weak. The customer experienced a diabetic ketoacidosis. They were given insulin drip. The customer was wearing the insulin pump at time of hospitalization. The device was not returned.